Manufacturer narrative:
A staphylococcus aureus proficiency strain was submitted by the customer in response to a discrepant pristinamycine result. Upon receipt of the customer submittal, biomérieux internal investigation was performed. Based on the proficiency sample requirements, the expected result for pristinamycine is susceptible (s). The results obtained by the customer were intermediate (I) mic = 2mg/l, or resistant (r) with no mic provided by the customer. During the internal investigation, the strain was tested via vitek 2 ast-p631 (two random lots) and agar dilution (ad), the reference method for this test.. Reference method (agar dilution) provided a susceptible result (mic = 1mg/l) for pristinamycine. Vitek 2 ast-p631 provided a susceptible result (mic = 1mg/l) or intermediate result (2mg/l) within one doubling dilution of the reference method. The vitek 2 ast-p631 product is functioning as intended. Unable to confirm the customer result of pristinamycine resistance in association with the staphylococcus aureus proficiency strain.

Event description:
A customer in (B)(6) contacted (B)(6) to report a false resistant pristinamycin result for a staphylococcus aureus proficiency sample on the vitek® 2 ast-p631 test kit (ref 414961, lot 731347140, expiry 15jun2016). The expected result was "susceptible" and was confirmed susceptible via kirby-bauer method. (B)(6) subsequently contacted biomérieux. There is no patient associated with this occurrence; however, a resistant result generally eliminates the drug as a choice for treatment. A false resistant result could have a negative influence on the treatment decision as resistant results limit the treatment options available to the clinician. Less appropriate treatment could be prescribed resulting in an unnecessary treatment hazard (e.g. Prolonged treatment, side effects). Culture submittal's have been requested for internal investigation.

Manufacturer narrative:
Device not returned to manufacturer